Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed, during which it was determined that the system did not contain sufficient fluid to fully close the cuff. It was noted that the device had not been adequately filled during the initial implantation. The balloon was subsequently refilled and reconnected. No further patient complications were reported.